Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, a balloon rupture occurred with deployment of valve. The physician was required to go back and post dilate with tru balloon. Upon follow up, the fcs advised the picture that best matches the balloon issue balloon burst as it appeared to be longitudinal tear. No photos are available. The event noted during inflation, there was blood in syringe. The actions taken during the event was that they slowly removed delivery system through sheath as we did not know the type of balloon rupture until it was removed, no issues bringing back through sheath. No instruments were used to remove the balloon cover and no manipulation was done with the balloon after retrieval from body. There was 1+cc extra volume added to the balloon prior to the inflation. There was no leak in the delivery system noticed besides the blood back into the atrion. Blood was seen in the syringe. There was no difficulty with valve alignment, however, the fcs did note that with valve alignment, the physician pulled back on the inner catheter well beyond the second white marker. They didn't visually see where the physician pulled back to, but on flouro the valve was nearly mounted on the balloon, only requiring slight (two small turns?) Of the fine adjustment wheel. The valve alignment was performed in a straight section. There was no difficulty withdrawing the delivery system. There were no issues removing the delivery system and esheath from the patient. No damage noted to other edwards devices besides balloon. Upon inspection after removal, there was a linear tear from distal to proximal end of balloon. No injury occurred. The patient's final outcome was stable and discharged. The perceived root cause of the event was unable to be determined. If there was potential injury to the balloon bonds with valve alignment or if this was related to anatomy. The fcs will return the device for evaluation. The 3mensio report is attached to the case notes. The degree of calcium in the annulus/leaflets was severe. Measured annulus size is 659.9mm'. Degree of tortuosity is mild. Minimum luminal diameter avg. 8-9mm.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of returned device. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as the 3mensio report revealed calcification in the landing zone and the event description stated, 'there was 1+cc extra volume added to the balloon prior to the inflation.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.